Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported one of the patients implanted leads displayed high impedance preventing the device from entering into MRI mode. As a result, surgical intervention was undertaken wherein the impeded lead was explanted and replaced resolving the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) serial: (B)(6), batch: a000126559.